Event description:
It was reported that during a da vinci-assisted benign hysterectomy the customer had arm 1 on the patient side cart (psc) faulting and triggering a message to disable the arm. The intuitive tech support engineer (tse) reviewed the logs and found multiple errors against armnet 1. Prior to calling, the customer power cycled the da vinci system but the error came back. The customer then hard power cycled the entire system. At power up, arm 1 on the psc still faulted out. The customer already had arm 3 disabled from another service call. The customer decided to convert to a laparoscopic procedure since they only had two good arms. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there were no reports of the port sizes having to be increased, or patient injury.

Manufacturer narrative:
Based on the customer's claim against the product noting that arm 1 had repeated faults, an investigation was completed to determine the cause of this reported event. The field service engineer (fse) visited the site and confirmed the system errors on arm 1 of the patient side cart (psc). The fse reseated the setup joint (suj) and replaced the flex assembly. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The psc flex assembly was analyzed and found to be damaged. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to a laparoscopic surgical procedure after the start of the procedure due to universal surgical manipulator (usm) 1 having repeated errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.